Manufacturer narrative:
H10: no sample was returned for analysis; a lot number was provided, a retain sample was tested and the device history recford was reviewed with no issues identified. The instructions for use for 3m fast release varnish contains a precautionary statement that patients with known sensitivity to colophony/rosin should avoid this product.

Event description:
An allergic reaction (symptoms unspecified) was reported with 3m¿ fast release 5% sodium fluoride varnish, strawberry flavor. The patient went to the emergency room and was hospitalized. No further information was provided.

Manufacturer narrative:
H10: no sample was returned for analysis; a lot number was provided; analysis ongoing. The instructions for use for 3m fast release varnish contains a precautionary statement that patients with known sensitivity to colophony/rosin should avoid this product.